Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead was not pacing due to suspected high thresholds. The atrial sensing was set to the minimum value. Subsequently, this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.